Event description:
A discordant advia 1200 magnesium result was obtained for a patient. The result was reported to the physician. Due to a low instrument qc, the operator retested the sample after replacing the reagent wedge. A corrected report was issued. There was no report of patient intervention or adverse health consequences due to the discordant magnesium result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the instrument was functioning properly. The problem was resolved by replacing the reagent wedge. The instrument is performing within specifications. No further evaluation of the device is required.